Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely failure of the image sensor unit, a problem with the internal board of the video connector, or a problem with the system caused the no image and error to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli endoscopic image is normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the bronchovideoscope, the scope was not recognized (no image). There were no reports of patient harm or delay associated with the reported event.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned and evaluated. Further evaluation found that the image did not display due to damage on the charged coupled device unit. Additional findings were as follows: the up/down angulation lever plate was sticky, due to water leakage, the suction connector, the control unit and the scope connector cover unit was sticky, the bending angle in up direction did not meet the standard value due to angle wire, the forceps could not be inserted smoothly due to a dent on the channel tube, the illumination was uneven due to breakage of the light guide bundle, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.